Manufacturer narrative:
The subject device was returned to omsc for the evaluation, however the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that error e216 which indicated communication failing between the subject device and the video system center displayed on the video system center and the endoscopic image disappeared during the rectal cancer resection procedure. The user disconnected the subject device from the video system center and cleaned the video connector of the subject device. Then the user restarted the system and the issue was resolved, consequently the user completed the procedure with the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for the evaluation. Omsc applied the stresses to the subject device and checked the image, but it could not duplicate the reported phenomenon and the subject device had no water leakage. Omsc also checked the scope connector electrical contacts of the subject device for the scratches and dirt, but there were no abnormalities. Moreover omsc confirmed the subject device combination with the video system center, but it could not duplicate the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the evaluation, omsc surmised there was the possibility this phenomenon was attributed to the video connector contact failure of the subject device which might occurred temporarily. If additional information becomes available, this report will be supplemented.